Event description:
It was reported that the user experienced a severe low blood glucose event characterized by feeling dizzy, with the lowest available sensor reading later verified as above hypoglycemic levels and a sensor data gap around the time of the event. Symptoms included hypoglycemia and dizziness. Outcomes included insufficient information regarding clinical impact. Investigation included communication and interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem or component issue could be identified due to insufficient information, and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.